Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient has multiple dogs in the home where peritoneal dialysis is performed. Peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset and completing nine days later, the patient was treated with cephalexin (intraperitoneally (ip), dosage and frequency not reported) for the peritonitis event. Beginning on the day cephalexin treatment ended and completing twenty-one days later, the patient was treated with vancomycin (ip, every five days, dosage not reported) for the peritonitis event. Dianeal, extraneal, and nutrineal therapies were ongoing. After ten days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.